Event description:
On (B) (6) 2010, the pt was implanted with two gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. The completion computed tomography angiography revealed there was no endoleak. The pt tolerated the procedure. On (B) (6) 2010, the pt expired. The cause of death is unk. No more info was provided.

Manufacturer narrative:
A review of the manufacturing paperwork is going to be conducted. Additional info was requested. Also was implanted: tag3420/(B) (4).